Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, numbness.

Event description:
(B)(6) reported "capsular contracture baker grade unknown, pain, pressure on shoulder, numbness in arm, feels like a rock and too high". Healthcare professional later reported "capsular contracture baker grade IV, visual distortion, pain, and hard to the touch". This record is for the right side. Device remains implanted. Patient received pain medication (unspecified) and singulair as treatment.